Event description:
It was reported the patient presented to the clinic after receiving a notifier for nonsustained lead noise. Review of stored egms shows no lead noise. Programming changes were made. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.